Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported heart block appears to be due to procedural circumstances, as the patient went into heart block during pre-dilation before the abbott device was inserted. The reported thrombosis appears to be related to patient condition after the procedure, per case details. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Crd_1066 - envision ide study, ca0065 - 6158 (r904613001, r908000201). It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The length of the patient membranous septum was <5mm. There was annular calcium and calcium extending into the lvot. During pre-dilation with a 22mm non-abbott balloon, the patient went into left bundle heart block. The valve was able to be successfully implanted without issue. The implant depth of the valve was >3mm, ~5mm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Post-procedure, the patient went into 3rd degree heart block. On (B)(6) 2025, a permanent pacemaker was implanted. On (B)(6) 2025, the patient was noted to have significant arm swelling due to a thrombus. It was noted to be likely related to the pacemaker implantation. The patient is stable.

Event description:
(B)(4) envision ide study, (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The length of the patient membranous septum was <5mm. There was annular calcium and calcium extending into the lvot. During pre-dilation with a 22mm non-abbott balloon, the patient went into left bundle heart block. The valve was able to be successfully implanted without issue. The implant depth of the valve was >3mm, ~5mm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Post-procedure, the patient went into 3rd degree heart block. On (B)(6) 2025, a permanent pacemaker was implanted. On (B)(6) 2025, the patient was noted to have significant arm swelling due to a thrombus. It was noted to be likely related to the pacemaker implantation. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported heart block appears to be due to procedural circumstances, as the patient went into heart block during pre-dilation before the abbott device was inserted. The reported thrombosis appears to be related to patient condition after the procedure, per case details. The reported surgery and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the on 25 march 2025, the patient was started on a 3 months regimen of bi-daily 5mg apixaban. The patient was stable at the time of report. No additional information was provided.